Event description:
Death approx 10 hrs s/p mitral valve replacement. Surgery was uneventful. 8 hrs later, began to show intermittent lack of perfusion with EKG rhythm. A decision was made to return the pt to the or as a valve malfunction was suspected, however, pt arrested and expired before this was accomplished.